Event description:
The customer stated that the cell-dyn 1800 analyzer generated erratic hemoglobin (hgb) results. An initial result of 7.2 g/dl was generated which was repeated immediately and was 7.4 g/dl. The sample was repeated again after about 50 mins and was 10.4 g/dl. The was no impact to patient management reported.

Manufacturer narrative:
The customer submitted the instrument results. The results submitted showed dispersional data alerts for rbc as well as hgb with some calculated parameters out of range as well. A field service representative (fsr) was sent to the account and resolved the issue by replacement of a barbed elbow fitting and silicon tubing as these items were clogged/obstructed. Labelling: the cell-dyn 1800 system operator's manual (07h80-01, rev d), on page 3-25 recommends the operator follow the laboratory's review criteria when dispersional data alerts occur. Troubleshooting for unreliable patient results on page 10-43 recommends contacting abbott after checking precision and controls. Complaint trending: in addition, the complaint analysis and trending system (cats) and trending analysis support system (tass) reports were reviewed and no adverse trends were identified for this issue. This is the final report.